Event description:
After transeptal puncture during an af ablation procedure, while inserting the volt catheter, the syringe used to draw in blood started to draw in air. The operator removed the agilis 13fr from the left atrium and replaced the introducer with a new one. A defective valve was suspected. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.